Event description:
Device 1 of 3: reference MFR report #: 1627487-2015-07670 and 1627487-2015-07671 . Follow-up revealed the issue has resolved over time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07670 and 1627487-2015-07671. It was reported the patient experienced a cerebrospinal fluid lead during the replacement procedure on (B)(6) 2015 (reference MFR report #: 1627487-2015-13520). Following the procedure, the patient was asymptomatic at first but was hospitalized for further monitoring. On (B)(6) 2015, a blood patch was applied.